Manufacturer narrative:
H4: the lot was manufactured between december 03, 2020 to december 04, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A small trace of silicone oil was observed on the inner wall of the housing. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential rupture from housing contact. Small amount of silicone oil from the bladder may have come in contact with the interior wall of the housing during manufacturing; this condition is cosmetic and has no impact on the function of the product. Therefore, the returned product met product specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking from an unspecified location. The leak was observed while filling the device with unspecified medication prior to patient use. There was no patient involvement. No additional information is available.